Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection found the cause was a failed rear case flex connection. The reported condition was verified. The device was found out of specification in relation to the customer reported 'no sound/ alarms speaker not working' which was reproduced. The rear case flex connection was reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound or audible alarms; the speaker was not working. It was reported that a patient infusion had completed and no audible notification was heard. The device was tested and confirmed that when keys were pressed or the unit turned on and plugged in no sound was heard. The event occurred in the critical care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.